Manufacturer narrative:
The end user has not returned liko hill-rom's attempts to obtain further info regarding this alleged incident.

Event description:
Info received alleged an incident occurred with a viking lift. The lift fell over while the pt was in the lift. No injury was reported.